Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that congestive heart failure (chf) was experienced. On (B)(6) 2014, the patient presented due to acute myocardial infarction (ami). Subsequently, percutaneous coronary intervention (pci) was performed to treat the 100% stenosed target lesion located in the severely calcified mid left anterior descending (lad) artery. The target lesion was treated with pre-dilatation and placement of a 16 x 2.25 promus premier&#10244;rug-eluting stent at 12 atmospheres. Following post-dilatation, residual stenosis was 0%. On (B)(6) 2014, the patient experienced congested cardiac failure and medication was performed. On (B)(6) 2015, the cardiac failure was resolved. Per physician, the chf is due to mi.